Event description:
It was reported the physician was implanting a reported gore helex septal occluder to close a long tunnel patent foramen ovale with a very floppy septum. The defect balloon sized to 12mm. The device was well positioned at implant with no shunt. Three days later, the device hd embolized to the abdominal aorta, where it was removed in a trans-catheter procedure. The pt was doing well and will be re-evaluated for surgical closure at a future date.

Manufacturer narrative:
The explanted device was discarded at the hospital. The review of the manufacturing records verified that this lot number met all pre-release specifications